Event description:
It was reported that the home patient (hp) had a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp was hospitalized and had a scheduled surgery for the left inguinal hernia repair. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the hernia occurred sometime in (B)(6) 2013. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. The device was not returned for analysis; therefore, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.